Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event was unable to be confirmed. The heartmate mobile power unit (mpu) serial number (B)(6) was evaluated at the pleasanton service depot on 09apr2026. The mpu was able to connect to a mock loop and run overnight without any yellow wrench alarm. The mpu performed without issue and passed all required tests. The mpu will be returned to the customer ready for use. There were no log files associated with this event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate mobile power unit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The IFU section 8, entitled ¿equipment storage and care¿ and patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, the patient handbook section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was intermittently alarming. The patient checked all connections, changed the aa batteries in the mpu, and tried multiple outlets. They noted that when it occurs while connected to the mpu, it echoes the controller¿s alarms as if there is no external power. The patient was advised to sleep on fully charged batteries and change them out for new batteries in the morning until they can get a new mpu.